Event description:
It was reported by the customer that, during a da vinci-assisted surgical procedure, while undocking the patient side cart (psc) after completion of the robotic portion of the operation, the carriage on one of the universal surgical manipulators (usm) was observed to be moving freely on the insertion axis without any external force. The instruments had been removed and the psc was being moved to a parking position at the time the issue was observed. The procedure was completed with no reported injury. The system functionality was checked upon powering on the system and generated no errors during the process.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event and was able to replicate the issue on site. The fse replaced the usm to correct the problem. The system was tested and verified as ready for use. Failure analysis (fa) investigations were performed on the usm involved in the event (part #: 380647-25; serial #: 599032).the fa, confirmed the carriage was observed to move freely along the linear rail without any external force and noted a gap between the insertion motor module assembly and the spar link. The insertion motor module was opened, and it was observed that the insertion rotor assembly was sheared off from the rest of the ball screw. Further investigation revealed that the insertion ball screw was broken at the weld point and was disconnected from the portion of the insertion axis where rotor, stator, and brake are located. This resulted in free spinning of the carriage without having any blocking mechanism. Isi reviewed the site¿s complaint history and no related or duplicate complaints involving this product and/or this event were identified. A review of the site¿s system logs revealed no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A broken insertion ball screw may manifest as uncontrolled (passive) motion of the carriage and of an instrument¿s tips due to gravity. If uncontrolled motion did occur, the system would alert the surgeon side console (ssc) user and or staff with a fault (ui messaging of error and auditory alert). However, due to the mechanical decoupling, the usm arm carriage may show uncontrolled motion due to gravity. Root cause analysis found that the probable root cause of the gap and misalignment identified between the insertion motor module assembly and the spar link are attributed to a high external force which was indicated by yielding on the mating housings. Further analysis revealed that, the most plausible cause of the ball screw failure was external force, likely caused by the user, on the usm cannula mount, making the insertion ball screw susceptible to fatigue failure. A design change was initiated to address the gap between the insertion motor module assembly and the spar link, preventing misalignment between the two housings. A field action was implemented to correct affected systems in the field. Although the likelihood of recurrence is remote (improbable to incredible), given the severity of the issue, we are filing this as a malfunction MDR. There was no patient involvement in this event.